Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient had labs drawn by home health on (B)(6) 2017 which showed a >2g drop in hemoglobin over the past ten days. International normalized ratio (inr) was therapeutic on admission. Of note, the patient has an extensive history of gastrointestinal bleeding (previously reported). The patient was admitted for further work-up. Controller log files were not sent in during admission. The patient was transfused a total of total units of packed red blood cells (prbcs) during hospital stay. The gastroenterology team was consulted and performed an esophagogastroduodenoscopy (egd) on (B)(6) 2017 which was (B)(6) for any active bleeding. They attributed the drop in hemoglobin to the patient's chronic anemia. The patient was discharged home on (B)(6) 2017 on warfarin and aspirin. The patient is to continue outpatient iron infusions. The patient is not listed for transplantation at this time due to non-compliance. To date, the patient has been doing well at home. No further information has been provided.